Manufacturer narrative:
A ge representative repaired and resecured the power cord. System operates as intended.

Event description:
It was reported that the power cord wires are exposed, posing a potential electrical shock. No patient or staff injury was reported.